Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected to exhibit undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and reviewed available data, and undersensing was confirmed. Additionally, low out of range impedance measurements and noisy signals were noted as well for the ra lead. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.